Manufacturer narrative:
Analysis findings indicated no significant anomalies. Battery life was at normal life. Telemetry and output tested okay.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the hcp was not convinced the patient was receiving optimum therapy and the implantable neurostimulator (ins) was not depleting at a normal rate, given the patient's settings; the ins was not depleting. Impedances were measured but the results were not reported. It was confirmed that there were no falls related to the issue and that the patient was reprogrammed frequently. The ins was replaced and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.